Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The internal connection universal placement driver tip - short (item # iipdtus) was received for investigation. Visual inspection of the as returned product identified no signs of significant damage or deformation. Functional testing was performed for the returned product and found that it effectively engaged and disengaged from compatible in-house testing implants. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Documents reviewed: instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev. B - july 2018 information identified: applicable information can be found in the warnings and precaution section. Complainant reported that the driver got stuck into the implant during the surgery risking loosening the implant. The reported event is unconfirmed based in visual inspection and functional testing of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The doctor reported the inserction driver got stuck into the implant during the surgery risking loosening the implant. The surgery was completed with another driver ipdts previous model.